Manufacturer narrative:
Device code: (B)(4). A visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. It should be noted that the armada 18 instruction for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. It could not be determined if inflating the balloon slightly over the rated burst pressure solely caused the rupture. The investigation determined that the reported balloon rupture was likely due to case related circumstances. It is likely that the rupture occurred due to interaction with lesion calcification or associated devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada 14 device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a right tibial artery. A 4x200mm armada 18 balloon was advanced to the lesion and inflated once at 18 atmospheres (atms) when it ruptured. Another 4x60mm armada 14 balloon was then used but when inflated once it ruptured at about 4 atms. Another armada was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.